Event description:
It was reported that the right ventricular lead had high impedance and elevated threshold. A fracture was suspected. The lead was initially reprogrammed to unipolar, but was eventually replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable pulse generator 2006 (B)(6). (B)(4).